Event description:
It was reported the patient has been experiencing seizures. Subsequently, the patient's rheumatologist wants the patient to undergo an MRI (head). The patient was advised that MRI's are contraindicated for the scs system. Follow-up identified the physician does not believe the seizures are related to the system but are accounted for by the patient's other medical issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.